Event description:
The user facility reports the handpiece is melting fuse. This incident was first observed by the surgeon when in use. The hosp has completed an incident report. Pt contact was reported with no pt injury.